Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the middle button was stuck. The customer also reported that they received stuck button alarm. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the buttons were unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no stuck button or moisture damage on keypad traces noted. Device passed the leak test. Keypad connector was properly locked. No cosmetic damage noted.